Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet cartridge was not fully seated in the chamber and became pushed out, after which the user manually pushed the cartridge back into place and resumed delivery, coinciding with blood glucose excursions including hyperglycemia to 385 mg/dl for approximately 4 hours followed by hypoglycemia to 55 mg/dl for approximately 30 minutes; the event involved the cartridge component with an inability to attach and no device alerts or alarms, and the user employed meal announcements and unannounced carbohydrate intake as back-up actions. Symptoms included hyperglycemia and hypoglycemia without reported loss of consciousness, diabetic ketoacidosis, or other acute complications. Outcomes included transient impact on glucose control with subsequent stabilization to 122 mg/dl and no medical intervention or hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed user-reported improper cartridge engagement followed by restoration of delivery. It was concluded that blood glucose fluctuations occurred in association with a cartridge seating issue and subsequent corrective user action. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.